Manufacturer narrative:
H3: product analysis visually, there was no damage in the construction of the device. Electrically, resistance of the entire assembly (including the probe tip and handle) shall be less than 0.3 ohms and the actual measurement was 0.3 ohms which was in specification. Additionally, resistance from end to end of the probe (tip) shall exhibit less than 2 ohms and the actual measurement was 0.8 ohms which was in specification. The probe tip fit securely into the handle with no issues. Functionally, the probe was connected to a nim system using a 1.0ma stimulating current and a 100v threshold and, while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. The probe was tested on both stim 1 and stim 2 and no issues occurred on either stim. There was no intermittent behavior while manipulating the tip, connector, or the wire. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy, the doctor used the probe to detect the nerve, and found that the stim returned show 0ma. The doctor tried to change a fuse of patient interface but useless. Finally, the doctor changed a probe to complete the surgery. There was no patient impact in this event.